Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a "stimulation-like" irritation "down there" since having surgery (unspecified). This sensation occurred in certain positions. Additional information was requested.